Manufacturer narrative:
Investigation: bd had not received samples, but 7 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell hang up was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to red cell hang up were observed. (B)(6) retained samples were tested on additive amount, all results met the product specification. Bd was unable to duplicate the customer¿s indicated failure, red cell hang up, because the defect was not evident in the testing of the retention lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint ha been confirmed based on the photos provided.

Event description:
It was reported that 120 bd vacutainer® serum blood collection tubes had red cell hang up. The following information was provided by the initial reporter: "stage: after collecting blood for the patient. Defect: red blood cells hang on the wall. Quantity: there are currently more than (B)(6) (the specific quantity cannot be determined), and the ratio is 70%. Impact: no impact on patients and users. However, the workload of users increases."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 120 bd vacutainer® serum blood collection tubes had red cell hang up. The following information was provided by the initial reporter: "stage: after collecting blood for the patient. Defect: red blood cells hang on the wall. Quantity: there are currently more than 120 (the specific quantity cannot be determined), and the ratio is 70%. Impact: no impact on patients and users. However, the workload of users increases."